Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer¿s blood glucose level was 130 mg/dl. Customer reverted to using an alternate method of insulin therapy.

Manufacturer narrative:
On (B)(6) 2022, the distributor reported the additional information: after troubleshooting with the pump, no issues were identified with the fill estimate. Pump was functioning as expected.